Event description:
It was reported that revision surgery was performed due to severe and increased pain in left hip, severe metal on-metal reaction with extremely high elevated serum cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and the modular sleeve were removed. The bhr cup and the echelon stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported elevated cobalt and chromium levels and the noted intraoperative findings of a cyst and stained material are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It was also noted that use of a competitor¿s dual mobility liner (biomet), was implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to severe and increased pain, severe metal on-metal reaction with extremely high elevated serum cobalt and chromium levels. During revision the hemi head and modular sleeve were removed, however the bhr cup and synergy stem were remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had increasing blood metal ion levels, tissue damage and a supero-lateral cyst seen on x-ray/MRI. During the revision the components were noted as well fixed, there was a great deal of yellow-tinged fluid in the capsule, no evidence of infection and there was some staining at the taper but not damage. The outer bone wall of the cyst was quite solid and left as removal would compromise the implant fixation. A dual mobility liner and ball head were implanted and the stem and cup remained in-vivo. Review of the provided implantation and revision report did not report any evident findings that could explain the reported reason for the revision. Details about the blood metal ions were not provided. It was also noted that a competitor¿s dual mobility liner (biomet product) was implanted at the time of revision, alongside the remaining bhr cup and synergy stem. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to severe and increased pain, severe metal on-metal reaction with extremely high elevated serum cobalt and chromium levels. During revision the hemi head and modular sleeve were removed, however the bhr cup and synergy stem were remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had increasing blood metal ion levels, tissue damage and a supero-lateral cyst seen on x-ray/MRI. During the revision the components were noted as well fixed, there was a great deal of yellow-tinged fluid in the capsule, no evidence of infection and there was some staining at the taper but not damage. The outer bone wall of the cyst was quite solid and left as removal would compromise the implant fixation. A dual mobility liner and ball head were implanted and the stem and cup remained in-vivo. Review of the provided implantation and revision report did not report any evident findings that could explain the reported reason for the revision. Details about the blood metal ions were not provided. It was also noted that a competitor¿s dual mobility liner (biomet product) was implanted at the time of revision, alongside the remaining bhr cup and synergy stem. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.